Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion (hrpci) was implanted with an impella cp device for mechanical circulatory support. While on support, the long peel away sheath split from the tip and the patient was bleeding. The pump was explanted and hrpci was stopped and rescheduled. The patient was stable after the explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the access site bleed and introducer damage has been completed. Only the introducer was returned for investigation. A data log review was not required for this case. The returned introducer has a scoreline split, and there was a kink on it. According to the clinical details, the complaint was reported regarding the introducer, where the long peel-away sheath split from the tip, causing the bleeding event. The hrpci was rescheduled two days later. The cause of the access site bleeding issue was an introducer sheath split along the scorelines most likely due to patient's diseased vessels condition.